Manufacturer narrative:
(B)(4). G2: foreign ¿ australia . H6: proposed component code: mechanical (g04)- head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 4 and a half years post-implantation, the patient underwent a hip revision due to instability. The head and liner were exchanged.it was reported that no further information is available.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d5; g3; h2; h3; h6. Visual examination of the provided pictures identified a partial view of the explanted head and liner, which have bio-debris on the surface. Further evaluation could not be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Image not sent to mmi at this time as x-ray is of bilateral hips with laterality not specified within the complaint. The x-ray is labeled as a post-reduction image a definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.